Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, an fse visited the customer to address the reported event. During servicing, fse evaluated the check valves and found a loose connector at injection valve #6 and the check valve. Fse replaced both the purge and inlet check valves and the instrument was tested without any errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event were the defective check valves.

Event description:
On (B)(6) 2016, a customer reported getting low pressure errors with their g8 analyzer. The customer further reports that when the pump is "pushed", the pressure is normal. However, when they run normally, the low pressure aborts the run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.